Event description:
It was reported per medwatch report that the pt was undergoing thrombectomy of a clotted fistula. During use of the trerotola device, the distal tip dislodged and rested in clotted fistula. The retained tip was removed in its entirety with no further incident. Add'l info received on 1/19/2011 from the hospital risk manager stated this occurred on the third pass. There were no sharp angles encountered. The pt's clotting was never given a specific grade/severity by quantity/quality. According to the physician clotting is not qualified in documentation and treatment is tailored during the intervention. There was no other kit opened as the procedure was aborted and the pt was transferred to the operating room for conversion to open and completion of the procedure. There was no adverse outcome to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.